Event description:
During a procedure on a distal radius and ulna, the surgeon was drilling for a 2.7mm cortical screw. The surgeon had drilled through the bone and was backing the drill bit out when the tip of the bit broke off. All pieces were retrieved. The surgeon used another drill bit to complete procedure with no further problem and no apparent harm to the patient.

Manufacturer narrative:
The whole spiral blade tip is broken off, the broken off part is available. The shaft diameter meets the specification as per drawing (B)(4). The dimensions and the shape of the broken off part can not be determinated due to the damage. The spiral flutes are twisted what point to the fact that the drill bit got blocked during use and hence broke during a overloading situation. The manufacturing documents were reviewed and no complaint related issues were found.